Manufacturer narrative:
Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the findings. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a (1) torque handle 2867-45-500_lot gb72647, was returned from hospital ((B)(4)) and inspected per inspection requirements. It was found to be high out of specification. Inspection test result = 90.48 lbf.in, specification range: 72 ¿ 88 lbf.in.

Manufacturer narrative:
UDI: (B)(4). The viper final tightener handle was returned to the customer quality unit for evaluation. Visual evaluation showed no marks or defects on the device. Torque testing was done on the handle. The result of the torque testing showed that the handle was below speciation. The likely cause of the defect is wear and tear or the device been subjected to excessive or unanticipated torsional forces during use. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause cannot be positively determined. However, based on the evaluation of the returned sample, the possible cause of the defect is wear and tear or the device been subjected to excessive force or anticipated torsional forces during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.